Manufacturer narrative:
The lens was returned for evaluation. The optic has been cut in half. One optic is attached to one pice of the optic and is bent. The other haptic has been torn off and is missing. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the information provided, the root cause for the reported event cannot be determined.